Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite-sensor and performed bicarbonate buffer test. Elite-sensor failed per inspection due to low readings. Also inspected cannula and found bent. Analysis not required, unable to perform insertion test due to enlite-sensor returned opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 108 mg/dl while the sensor glucose reading was 68 mg/dl. The customer reported a little "jog" in the sensor and little blood came out of it as well. The customer will return the sensor for analysis.